Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/10/2014 as follows: the keypad was observed to be fully intact and all buttons functioned normally. The keypad was removed for further investigation and no contamination was observed. Unrelated to the initial complaint, the display was found to be dim, faded and the letters had a reddish tint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, faded display with a reddish tint to the lettering. This report is made based on results of investigation completed on 11/10/2014.